Manufacturer narrative:
Mfg. Site name - (B)(4) medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, the clip was limply hanging on the catheter and could not be opened, so it was withdrawn through the colonoscope, and the procedure was completed successfully using another resolution 360 clip. The colonoscope was both manually cleaned and put in an automated processor for cleaning. On (B)(6) 2018, the same colonoscope was used in another procedure. The physician felt resistance in the scope channel and a brush was used to clear the channel. Reportedly, the clip from the prior procedure fell out of the scope into the patient but was retrieved. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.